Event description:
Caller alleged, discrepant results compared with the lab. Results as follows: date: (B) (6) 2010; inratio: 2.7; lab: 3.2. Date: (B) (6) 2010; inratio: 2.5; lab: 3.1.

Manufacturer narrative:
Investigation pending.